Event description:
The customer's father reported that the insulin pump made a grinding noise when he screwed in the battery cap. During troubleshooting, the customer's father put in the battery cap and the device made the scratching sound that he had described. The current blood glucose reading is 170 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.